Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with vancomycin injection (1 gram, after 5 days, route not specified), ceftazidime injection (1 gram, daily, route not specified) and fluconazole tablet (200 milligrams, once a day, route not specified). Three days later, the treatment with fluconazole was discontinued. At the time of this report, the patient was recovering, the treatments with vancomycin/ceftazidime were ongoing and dianeal therapy was ongoing. No additional information is available.